Event description:
Client was taken out of bed with the active floor lift to bring her to the toilet. During transport, the client was in the lift with the seat flaps closed. The carer positioned the floor lift in front of the toilet and locked the castor. The carer stood next to the lift and opened the seat flaps so the client could take place. While sitting, one brake got loose and the lift moved forward on one side. The client lets the strap loose. Carer catched the client and helped her going down to the ground. Then she called for help and together they placed the client on the toilet and afterwards in the wheelchair. Resident: no injuries. Carer: bruise on left leg.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.